Manufacturer narrative:
We were made aware by our distributor of an event reported on maude database (report number mw5086473) of which we had not been made previously aware. As stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. The device is not made available since it was found to be beyond its expected life and was retired. No consequences for the patient.

Event description:
We were made aware by our distributor of an event reported on maude database (report number mw5086473) of which we had not been made previously aware. Event description: "pt spontaneously stated that one of her crono 5 pump (unable to provide serial number) was showing "error 5" on the screen and she was unable to troubleshoot the issue. She stated it occurred during a syringe change so she switched to her backup pump and did not have a lapse in the therapy. No side effects reported. We are sending pt a replacement pump and she will send back the malfunctioning pump for review [...] Did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver".